Event description:
It was reported that on unknown date, one pelvic reduction forcep, one liss insertion guide for distal femur, one depth gauge for locking screw, four universal chuck with t-handle, one cannulated 4.0mm hexagonal screwdriver, one pelvic reduction forcep, two ria drive shaft, one bending pliers, one forcep for broken screw removal, one locking plier, two large quick coupling, one depth gauge, one silicone handle, one red forceps serrated jaw ratchet, one plate holding forcep, one reduction forcep with point ratchet, one holding sleeve with wing screw, one graphic case and two graphic case for screw removal set were broken from usage. There was no patient consequence. This report involves one distal femur liss insertion guide-left. This is report 2 of 16 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, one pelvic reduction forcep, one liss insertion guide for distal femur, one depth gauge for locking screw, four universal chuck with t-handle, one cannulated 4.0mm hexagonal screwdriver, one pelvic reduction forcep, two ria drive shaft, one bending pliers, one forcep for broken screw removal, one locking plier, two large quick coupling, one depth gauge, one silicone handle, one red forceps serrated jaw ratchet, one plate holding forcep, one reduction forcep with point ratchet, one holding sleeve with wing screw, one graphic case and two graphic case for screw removal set were broken from usage. There was no patient consequence. This report involves one distal femur liss insertion guide-left. This is report 2 of 16 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: a1, d9 h3, h4, h6: part 324.011-us, lot 9605884: manufacturing site: werk bettlach. Release to warehouse date: september 07, 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the customer reported liss insertion guide for distal femur were broken from usage. The repair technician reported one of the holes where the thumb screw goes is stripped. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b6, b7.